Event description:
Reference MDR number: 1644487-2008-00247 for previous vns surgery. Initial reporter called to report that a patient who had vns surgery three weeks prior had died. The cause of death is unknown and thought to have been "natural causes." No autopsy has been performed and the products were not explanted. It was reported that the patient had replacement of a lead cable and generator in 2007. The patient suffered prolonged nausea, vomiting and appetite loss. Because of her symptoms, the vagus nerve stimulation was not restarted after the replacement surgery. She was found to have mildly elevated lipase, but it was normalized after several days. Her symptoms got better gradually and the vagus nerve stimulation was restarted in 2008. The implanting surgeon was informed by patient's family that she died seven days later. "On this day, she was not feeling well in the morning. She told her parents she just wanted to rest. She died at home in her room". The implanting surgeon believed the nausea, vomiting and appetite loss are related to the vns replacement surgery, because these symptoms started right after the surgery. It is presumed the elevated lipase levels were not directly related to the vns per the treating neurologist. Precise cause is unknown. No testing done, no formal diagnosis for it.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient had died on (B)(6) 2008 due to causes of, "epilepsy, unspecified, sequelae of other specified infectious and parasitic diseases, and other and unspecified convulsions." A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.